Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force from improper handling. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported to olympus, there was a damaged component on the telescope "ir", 10 mm, 30°. During inspection and testing of the returned device, the light guide connector was detached. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found a detached light guide connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.